Manufacturer narrative:
Manufacturer's investigation conclusions: the report of a separation of the distal bend relief from the metal connector was confirmed through the evaluation of the submitted photo. It was reported that the patient needed a clamshell repair on (B)(6) 2019. A clamshell repair was successfully installed by an abbott technical support specialist on 22mar2019 under work order (B)(4) according to hmii perc lead field repair kit instructions. The separation of the driveline's silicone sleeve was previously investigated and it was determined that sufficient side loading applied on the silicone sleeve while it is connected to the system controller can contribute to the separation of the sleeve from the nipple of the metal connector. It was determined that this separation is a design-related issue and it has been addressed by car #(B)(4). The hmii lvas IFU and patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. No further information was provided. The patient remains ongoing on the device and no additional events have been reported at this time. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 1 year, 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on 28feb2019 that the patient, exchanged in (B)(6) 2017 and transferred to (B)(6) clinic on (B)(6) 2017, needs clamshell repair. No other alarms, malfunctions, or adverse events were noted.